Manufacturer narrative:
Final analysis confirmed the event of excessive telemetry use. High current drain and low battery voltage noted was due to excessive radio frequency wake ups consistent with radio frequency interference during testing activity. No other device anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box pulse generator exhibited a loss of radio frequency telemetry and depleted battery voltage due to excessive telemetry use. The device was not used.